Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked in the device housing and bag while in the refrigerator. The luer lock/flow rate restrictor dislodged from the line. The device was filled with benzylpenicillin (seqirus) 14400mg in 240ml buffered sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H4: the lot was manufactured october 9-13, 2023. H11: the device was received for evaluation. A visual inspection was performed which observed fluid inside a bag that contained the unit suggesting a leak occurred. Further inspection identified a broken tubing at the solvent-bonded junction of the flow restrictor. Remnant of broken tubing remained inside the solvent-bonded area of the flow restrictor. The morphology of the end of the broken tubing and internal sites of breakage suggested there was extra solvent present which caused melting of the tubing. The melting likely decreased the integrity of the tubing, causing breakage to occur. The reported condition was verified. The cause of the broken tubing was due to excess solvent application during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.